Event description:
It was reported that the device was used during a laparoscopic nephrectomy, the device was missing clips. Everytime fired, no clips came out. Pulled like device to continue without patient consequence.